Event description:
Allegedly, patient was revised due to instability; malalignment; stiffness component not revised: patella. Revision njr number: 4290175. Side: l . Primary asa: p2 - mild disease not incapacitating.